Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values two days after the sensor was inserted in the arm. The patient was feeling dizzy and nauseous on the night of (B)(6). The parents treated him with 14 ounces of water and checked his ketones every hour. However, the patient was not feeling better and started to experience stomach pain and vomit on (B)(6) so the mother took him to the emergency room. At the hospital, the nurses took a blood glucose reading which was 57 mg/dl and the cgm reading was 91 mg/dl. The parent reported that the inconsistency in the cgm readings resulted to the patient¿s high ketones; there were no additional cgm nor bg values reported during that time the patient was experiencing symptoms. The doctors explained that the patient had been experiencing hyperglycemia and almost had diabetic ketoacidosis, but the parent was not aware because the cgm reading was reading low during that time. The doctors advised removing the cgm and pump and resorting to manual fingerstick and injection until the transmitter and sensor are replaced. At the hospital, the patient was treated with 2 bags of IV fluids. The patient was discharged at 2 am on (B)(6). At the time of the report the patient was feeling a little bit dizzy but stable and the parent was monitoring him. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.